Event description:
It was reported to hill-rom that the head of the bed would not go up. A hill-rom service technician inspected the bed and found that the CPR cable routing bracket at the foot end was bent, causing the CPR to engage. The bracket was repaired and the bed began to operate properly.

Manufacturer narrative:
A hill-rom service technician inspected the bed and found that the CPR cable routing bracket at the foot end was bent, causing the CPR to engage. The bracket was repaired and the bed began to operate properly.